Manufacturer narrative:
E1 - last name: correction. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump indicates a cassette installation error when no cassette was present" was confirmed. During functional testing, a fault was detected: the cassette would not read during downstream testing. The probable cause was flex circuit malfunction. During visual inspection the lens was found to be scratched, the downstream occlusion (seal) was loose, and the air detector was damaged. The flex circuit, lens, dso seal, and air detector were replaced. Additionally, during the performance verification test (pvt), data loss was detected from the principal component analysis (pca), which was replaced with a new pca. The software was updated and calibrated. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the pump indicates a cassette installation error when no cassette was present. There was no patient involvement.